Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vail with residue on the product. Visual inspection found no visible damage to the lens and presence of residue on the product. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticmo13.7 implantable collamer lens, -14.0/+1.5/087 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.